Manufacturer narrative:
(B)(4).

Event description:
The physician used a resolute onyx drug eluting stent to treat a tough calcified lesion. The lesion was not pre-dilated. It is reported that some resistance was encountered, and the stent became damaged in the lad with a stent strut reported to have lifted while advancing through the tough lesion. The stent was removed intact and discarded. The procedure was completed using another resolute onyx device of the same size. No patient injury is reported.